Manufacturer narrative:
Diopter: -16.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -16.00 diopter in the patient's right eye (od) on (B)(6) 2009. A refractive surprise was noted on 02/07/2015. The lens was explanted on (B)(6) 2015 and was exchanged for another same model and length lens but different diopter size . The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/20.